Event description:
It was reported that within weeks of implant and upon interrogation, the atrial lead was oversensing due to the lead tip was dislodged from the right atrial appendage. It was further reported that the patient experienced probable heart block (preexisting) presumably due to intermittent loss of capture subsequent with resultant syncope. There were high/unstable thresholds due to a micro-dislodgment. It was noted that there were some excess lead slack and/or redundancy had accumulated superior to the superior vena cava (svc) in the left subclavian region which possible caused for both the gross atrial lead dislodgement and suspected micro-dislodgment of the ventricular lead. The patient was scheduled for revision procedure. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.